Event description:
In 2009, solta was notified of an event where a patient had been treated with a thermage product. The energy level settings were 3.5. The patient was treated on her abdomen by a technician, and there were no error codes or treatment tip issues during the treatment. Later the same day, the patient noticed blisters and burns on her abdomen where she had been treated. The following month, the physician noted that the patient's abdomen was healing well, with 2 scabs over the striae in the lower abdomen, and felt that these will continue to heal without any problems. Dr continued to see the patient to treat her abdomen and gave her oral and topical antibiotic ointment (silvidine), and seven months later, relayed to solta that the patient's abdomen had healed with the exception of 2 small white patches less then 1cm in diameter in the striae. Dr stated that he felt the technician had treated the patient's abdomen too rapidly, and analysis of the data card confirmed a number error codes related to too rapid a treatment. Reportability was determined the same day, upon confirmation that the physician had treated patient with oral and topical antibiotics.

Manufacturer narrative:
The treatment tip was analyzed and no problems were found. The internal data card from the device was analyzed indicating a number of underforce errors indicative of treatment tip being moved too rapidly over skin, which doesn't allow enough time for skin to cool.